Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) implantable cardioverter defibrillator (B)(6) 2011; 4193 implantable pacing lead (B)(6) 2007. (B)(4).

Event description:
It was reported that the atrial lead had far field r-wave oversensing. The lead remains in use. No patient complications have been reported as a result of this event.